Event description:
The pt was a male but his age unk. The target lesion was right coronary artery. The vessel was a de novo, heavily calcified and highly tortuous. There was 99% stenosis. To conduct pre-dilation , initially a balloon (1.5/15mm: ryujin) could not be delivered, so poba with a different balloon (1.25/10mm: sprinter legend) was conducted at the target lesion. Then, a firestar (2.5/15mm) was delivered and inflated at the target lesion, but the balloon ruptured at 6atm. Therefore, a different balloon (2.5/13mm: potenza) was used, and the procedure was safely finished. Physician inflated the firestar outside of the pt and found the balloon at the proximal end to be leaking. There was no reported pt injury. The product was clinically used and will not be returned for analysis due to the pt infections disease (hcv).

Manufacturer narrative:
Additional info will be submitted within 30 days of receipt.